Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states there was a 911 call for their high blood glucose level. The customer's level during the call was over 400mg/dl. The customer was released after being treated with antibiotics and fluids. The customer was requesting assistance with programing the pump. The customer's blood glucose level at the time of programing was 195mg/dl. No further assistance was needed.